Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a proactive measure ordered and subsequently replaced the display adapter pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the left monitor on the 9900 system would intermittently shake. It has happened once during a case and at other times when recalling images. There was no report of pt injury.